Manufacturer narrative:
An attempt to reproduce the reported event using fota app version 1.3.5 installed on samsung galaxy s24 (os 14) with mmt-1880 pump (from software version 5.2a) was conducted and confirmed the issue is not reproduced. One attempt was performed to reproduce the issue. The software successfully adhered to the specified requirements and performed in accordance with expectations, as referenced in the 'sw requirement document' field. This outcome was anticipated, as the fota updater app is being discontinued in both the us and ous regions as part of medtronicâ¿s planned software decommissioning strategy. As part of efforts to improve the software upgrade experience for customers, including enhancements to the app experience, the diabetes updater app was discontinued in the us region starting june 3, 2025. Customers may have the following questions regarding the discontinuation: 1. Why is the diabetes updater app being discontinued? To improve the software upgrade experience and introduce enhancements to the app interface, medtronic has decided to discontinue the diabetes updater app globally starting june 3, 2025. 2. How will customers be able to upgrade their technology in the future? After june 3, 2025, customers will be able to upgrade their technology once their product is out-of-warranty or through one of medtronicâ¿s available upgrade programs. More information can be found at: https://www.medtronicdiabetes.com/products/device-upgrading. 3. Should the app be deleted from the phone? Customers are advised to retain the diabetes updater app on their phones only if they are currently in the process of upgrading their minimed 770g insulin pump. If the upgrade to minimed 780g is already complete, the app can be safely deleted. If the upgrade has not yet been completed, it is recommended to finish the upgrade process before june 3, 2025. Post this date, the app will no longer function and should be removed. 4. What if a customer wants to upgrade the minimed 770g pump after the app is no longer available? After june 3, 2025, customers will need to verify their pump's warranty status: in-warranty: eligible to upgrade to the minimed 780g system through the pathway program for $399. Out-of-warranty: may be eligible to upgrade through insurance to the minimed 780g system with guardian sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary:- as per the case notes and involved product mmt-6121, this event is not-reportable because sftwr mmt-6121 fota android ous/us version is not compatible. So the event submitted under regulatory report 2032227-2025-193458 was in error.

Event description:
It was reported to medtronic minimed that the customer needs assistance updating pump to 780g and experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6121. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6121.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.